Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 6 days ago, the patient was going to bed and felt a bolt of electricity going through the brain. Patient states since then noticing that the left side implantable neurostimulator (ins) charge level keeps showing it is full on the recharger. Patient has not charged in this time so ins should not be full. Patient mentioned having a history of falling down a lot because of poor balance due to parkinson's. Troubleshooting: right side ins charges normal.